Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.